Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic sphincterotomy (est) procedure on (B)(6) 2018. According to the complainant, during the procedure, after the doctor unbowed the truetome, the cutting wire did not release the bow. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual assessment of the returned device revealed no visual defects; the returned product looks under good condition without evidence of damages or anomalies. A functional evaluation was performed. The device was introduced inside the scope and the unit bowed more than 90 degrees outside and inside of the scope and the unit released the bow without problems. The complaint was not consistent with the reported event that the cutting wire did not release the bow after being bowed. The condition of the returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause is "not confirmed returned". A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic sphincterotomy (est) procedure on (B)(6) 2018. According to the complainant, during the procedure, after the doctor unbowed the truetome, the cutting wire did not release the bow. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.